Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "they have been recalled I have had an ultra sound and they have both found to be ruptured and leaking into my lymph nodes." Device remains implanted. Left side.

Event description:
Patient reported left side rupture, "leaking into my lymph nodes", "silicone lymphadenopathy", and "recall". Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, h6.